Event description:
It was reported that the pt noticed that the quality of his auditory perception decreased on (B) (6) 2009. On sunday, (B) (6) 2009, he was no longer able to hear. There is no history of an impact in the implanted area. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not yet been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.